Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump alarmed motor failed self-test. Customer's blood glucose was unknown at the time of the incident. There was no indication that issue was resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received in no manufacturing mode noted. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error confirmed in insulin pump history with variable (003) due to cold solder joint at keypad assembly. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.